Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is contaminated. Associated malfunctions for this device: 4 way valve contaminated, pilot valve not shifting.